Manufacturer narrative:
Gender: not provided. Weight: not provided. Date of event: not provided.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The patient reported that on an unspecified date ¿three months ago¿ the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient noted she took 60 units and then 40 units insulin based on her sliding scale; the patient did not seek any medical attention or treatment. No troubleshooting was performed during the call, as the patient had discarded the meter. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the meter power issue was not resolved, this complaint is being reported.